Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a sinus left procedure using rhbmp-2/acs. Second stage surgery for implant placement was performed approximately 6 months later. The findings at the time of the second stage revealed thickened fiberous tissue in the sinus regions without any significant bone formation present. As a result, the surgeon had to graft the sinuses with freeze dried mineralized bone in conjunction with prp and place the implants in the very thin bone present.